Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain. The patient further reported that a physician turned their implantable pulse generator (ipg) down to twenty beats per minute and they went into cardiac arrest. The ipg remains in use. No further patient complications have been reported as a result of this event.